Event description:
No blood glucose levels reported. The customer reported that the insulin pump alarmed no delivery during prime. Troubleshooting was done. The customer reported that changing the reservoir and infusion set of the insulin pump resolved the no delivery alarm. It was reported that the reservoir of the insulin of the insulin pump was occluded. No additional information was provided.

Manufacturer narrative:
The insulin pump reliability analysis evaluated one opened used reservoir. Inspected reservoir, snap cap, and septum for anomalies. None were found. Ran occlusion test per as follows reservoirs filled with diluents, and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).